Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 120 mg/d at the time of the incident. Ensured customer is disconnected from the pump. Advised customer to select load and hold down until load reservoir process completes. Customer received complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.